Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that when the lead was explanted and replaced due to an exit block and decreased r-wave amplitude. The patient was stable.